Event description:
It was reported that a possible under sensed ventricular beat was observed on electrograms (egm). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.